Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump does not deliver the right amount of insulin. Customer reportedly experienced "inexplicably" high blood glucose level s of 380 - 520 mg/dl; admitted to ICU. Treatment received was not provided. Loaner pump has not arrived. Requested return of the alleged device for evaluation.